Event description:
It was reported that the user applied a new dexcom g6 sensor and transmitter and saw glucose readings on the g6 app but not on the ilet pump, with a concurrent elevated glucose of 224 mg/dl without associated symptoms; the user had not updated the transmitter ID on the pump, and customer support guided her to toggle the g6/g7 setting and re-enter both the sensor and transmitter numbers. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information she provided. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.